Manufacturer narrative:
(B)(4). One actual sample received for investigation. An initial visual inspection of the returned sample showed no obvious abnormalities. Post-functional testing, a visual inspection of the cuff pilot valve was conducted using the keyence digital microscope, during which a hole was observed at the seal area of the cuff pilot valve. The hole was confirmed to be the source of leak where bubbles were observed emerging from during water leak test. Functional testing was conducted in accordance. The cuff was inflated to the upper limit (green zone) of the cuff pilot. The inflated cuff was then left for 60 minutes and monitored using a timer. After 5 minutes, the black indicator line shifted from the green zone to the yellow zone, indicating that a leak was present. To confirm the leak location, the sample was inflated and immersed in a water bath. Bubbles were observed emerging from the bottom of the cuff pilot valve, near the inflation line. This confirmed that the complaint of the sample not maintaining inflation was due to a leak at the cuff pilot valve. A device history record (DHR) review was conducted for the lot number with no relevant findings. Based on the investigation conducted, a leak was identified at the cuff pilot valve. The cuff was inflated and left for 60 minutes. After 5 minutes, the black indicator line shifted from the green zone to the yellow zone, indicating the presence of a leak. Subsequent visual inspection of the cuff pilot valve revealed a hole at the seal area, which was determined to be the source of the leak. This confirmed that the complaint regarding the sample's inability to maintain inflation was due to a leak at the cuff pilot valve. Further investigation of this confirmed issue will be documented in a newly initiated nonconformance report.

Event description:
It was reported that: "lma was used in the intubation of a patient, but it wouldn't stay inflated. A new one was obtained and worked. No patient harm reported.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "lma was used in the intubation of a patient, but it wouldn't stay inflated. A new one was obtained and worked. No patient harm reported."